Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion has a defective suture grasping mechanism. There were no adverse effects on the patient, and the case finished without further incident.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -visual inspection noted that the device jaws do not close entirely. -functional testing found that the top jaw did not close entirely when the finger was activated. The cause of the reported failure is an internal manufacturing issue, addressed through nonconformance.